Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a shocking sensation in her left hip area that happens whether the device was turned on or off. The shocking sensation was very severe that when the patient turned the device off, he fell to the ground paralyzed for a few minutes.

Manufacturer narrative:
Additional information was received that the patient¿s issues of shocking causing paralysis were completely unrelated to the stimulator. No further course of action in relation to the stimulator.

Event description:
A report was received that the patient was experiencing a shocking sensation in her left hip area that happens whether the device was turned on or off. The shocking sensation was very severe that when the patient turned the device off, he fell to the ground paralyzed for a few minutes.